Event description:
Litigation papers allege that on or about (B)(6), 2008, patient had a depuy asr hip implanted. Patient has suffered injury to his body and limbs. Patient is a resident of (B)(6). (B)(6). 2012 - clinical report states that patient was revised (B)(6) 2012 due to loosening of the cup and stem.

Manufacturer narrative:
Update 02/15/2013 - patient's medical records were received. Records indicate upon revision the patients acetabular cup was found to be adequately fixed. Records also indicate upon revision metallosis was found in the hip joint. The femoral head was added to the complaint, and the complaint re-opened. (Right hip) the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege that on or about (B)(6) 2008, patient had a depuy asr hip implanted. Patient has suffered injury to his body and limbs. Update - (B)(6) 2012 - clinical report states that patient was revised 05/16/2012 due to loosening of the cup and stem. Update: (B)(6) 2012 - the sales rep has also reported the revision surgery. Report stated that patient was revised to address stem loosening.